Manufacturer narrative:
During a shunt percutaneous transluminal angioplasty (pta) case, it was reported that the 8x40mm 155cm saber pta balloon catheter was inserted and inflated, however, the saber balloon ruptured within its nominal pressure. There was no patient injury. Therefore, the saber balloon was replaced with a new unknown balloon catheter and the procedure was completed. An unknown guidewire was used in the case to cross the lesion. The target lesion is the subclavian vein. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17603499 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During a shunt percutaneous transluminal angioplasty (pta) case, it was reported that the saber pta balloon catheter was inserted and inflated, however, the saber balloon ruptured within its nominal pressure. There was no patient injury. Therefore, the saber balloon was replaced with a new unknown balloon catheter and the procedure was completed. An unknown guidewire was used in the case to crossed the lesion. The target lesion is the subclavian vein. The device has been discarded by mistake and will not be returned for analysis. No other information was provided.